Event description:
The customer reported that during the procedure, the device would no longer open. Tissue around the jaws was resected and the device was removed. Another device was sued to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The jaws of the incident sample did not have tissue between them and were not stuck shut. When the handle was activated, the jaws opened and closed normally. The knife extended and retracted normally when the trigger was activated. The knife edge was not damaged. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.